Manufacturer narrative:
Patient identifier - requested but not provided. Date of birth - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician was unable to introduce the angio-seal device system into the artery during the percutaneous coronary intervention with stent implantation. The physician was able to introduce a new sheath without any problems. The sheath was kept in the artery for six hours. Hemostasis was achieved by manual compression. The physician mentioned that the artery was hardly calcified. There was no harm to the patient. The patient could leave the hospital as planned. Additional information was received on 5/25/18. A pre-angiogram was not performed.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 6 fr angioseal sts device was returned for evaluation. The angio-seal carrier tube assembly was received along with the hemostatic sheath and arteriotomy locator. Visual inspection revealed that there were no anomalies noted with the returned carrier tube assembly. The arteriotomy locator and hemostatic sheath were returned mated. The blood inlet holes were properly aligned. There was no abnormal resistance in removing the arteriotomy locator from the hemostatic sheath or re-assembling the components. Based on the returned device, the complaint cannot be confirmed as there were no visual anomalies noted with the returned components. There were no functional anomalies noted with mating or disassembling the arteriotomy locator and hemostatic sheath.